Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser for dental cleaning (route dental, lot number 30004552, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that the flosser broke off easily and did not last the entire time when the consumer used the device for flossing. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser for dental cleaning (route dental, lot number 30004552, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that the flosser broke off easily and did not last the entire time when the consumer used the device for flossing. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(4) 2012: the lot number was updated to unspecified. The lot number reported by the consumer was invalid. Field sample was received without the entire package where the lot number could be seen. Without a valid lot number, a manufacturing, packaging, batch record review and an inspection of the retain sample could not be performed. Review of the data associated with this complaint category revealed no adverse trends. Based on the condition that the returned samples were received (eight unused heads) the customer complaint could not be confirmed. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.